Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter evaluated the device and determined that the cause was a failing upstream sensor with a cracked tail pin. The upstream sensor has been replaced to correct the condition.

Event description:
During review of the event history log, it was determined that a repeating pattern of upstream occlusion alarms suggest that the device was falsely alarming for upstream occlusion. The occurrences suggest a device malfunction. Any patient involvement, injury or medical intervention is unknown.